Manufacturer narrative:
(B)(4). Additional information: the analysis found that one pse45a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # m5463l. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, the product fired correctly the first time. When we tried to reload, the product would not open for second reload. Tried everything to open, even manually. The doctor forced it open and the doctor requested we reload. Product did not fire the second time and was handed off the field. There were no patient consequences. Unknown how case was completed.